Event description:
This complaint involves a report of an implant that failed to osseointegrate. In 2008, a male pt had successful implantation of the xp1 single system dental implant. On approx two and a half months later, during the pre-restoration check, the implant was noted to be loose in the socket. The implant was removed on five days later. The graft material was placed. The clinician has reported that the implant failed due "action of pt, i.e. Chewing", and he does not believe this to be a device-related issue.

Manufacturer narrative:
Failure to osseointegrate is a well-known inherent risk of dental implants. This is well documented in the literature across implant systems. (1,2,3,4,5) in addition, failure to osseointegrate is included in the xp1 system labeling known complication. There are various factors that contribute to the risk of implant failure. (5) these include pt factors such as prior oral infection, poor bone quality or quantity, systemic conditions such as diabetes, uncontrolled hypertension, etc. Pt habits such as tobacco use, alcohol or drug abuse, poor oral hygiene, and bruxism may also lead to implant failure. In addition, improper surgical technique can lead to implant failure and/or loss of supporting bone. The device history record for this lot of implants was reviewed and process and sterilization parameters were found to be as specified. In conclusion, the lack of osseointegration of this keystone dental implant is due to pt factors, and is a well-documented and inherent risk of dental implants.